Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient expired and the cause of death was not reported.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined as the device was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 7 months. The pump was not explanted from the patient; therefore, will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.